Event description:
It was reported that the patient experience a connection issue between the transfer set and extraneal bag during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin (1 gram per 3 doses, route not reported) and amikacin (dose, frequency and route not reported) for peritonitis. It was reported that the patient had recovered from this event. On an unreported date, extraneal therapy was discontinued. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.